Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings: evaluation revealed there was no damage to pump label. There was corrosion observed in the battery compartment. The leak test failed at battery compartment crack. Investigators removed pump case and there was no further damage found. The display screen is dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and a dim, pink display. This report is made based on results of investigation completed on 11/06/2015.